Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was previously investigated on medwatch#: 0001822565-2017-07870. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured and all pieces were returned. Attempts have been made and additional information on the reported event is unavailable at this time.